Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 200 units of insulin. At the time of the call, the customer reported that the issue had been resolved. The customer reported blood glucose level was 600 mg/dl, which was addressed with delivering an injection, reloading the cartridge and resuming insulin delivery. Multiple attempts were made by tandem technical support for the customer to upload the pump data logs so a log review could be performed; however, no further information was provided.